Manufacturer narrative:
Unable to perform basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to no button response. Unable to verify motor error alarm due to no button response. However, motor passed motor test. Device received no button response due to corroded keypad traces. Insulin pump received with minor scratched display window. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 160 mg/dl. Customer agreed to return the device for analysis.